Manufacturer narrative:
Investigation: terumo bct contacted the customer and confirmed that the issue was due to a processing error at the customer's site. There was no rwbc issue with the trima plasma quality. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: based on information received from the customer the issue was related to a user/customer error due to an incorrect zero (zero control reference) of their measurements.

Manufacturer narrative:
Investigation is in process. A follow-up report will be reported.

Event description:
The customer reported "several" procedures in which they had elevated white blood cell (wbc) content in the plasma products. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Wbc counts are not available at this time. The disposable sets are not available for return because the customer discarded them. This report is being filed due to device malfunction that has the potential for injury.